Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected rewind anomalies noted. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received an insulin flow blocked alarm and grinding while rewinding. The user also reported a crack on pump casing near the battery compartment. No further details as the customer declined transfer to the 24 hr helpline and declined troubleshooting. The customer's blood glucose is unknown. The pump will not be returned for analysis. No product is expected to return for analysis